Event description:
It was reported that the patient was admitted for the treatment of pneumonia but did not get better. The patient¿s kidneys started shutting down and progressed to multi-organ failure. The patient was intubated but passed away on (B)(6) 2021. The anticoagulation was stopped due to the pulmonary hemorrhaging, and the doctor suspected there might be pump thrombosis that had formed before the patient passed away. No further information was provided.

Manufacturer narrative:
Manufactures investigation conclusion: thrombus was confirmed through the evaluation of heartmate ii lvas. The pump was returned assembled with the driveline (dl) fully intact, with the velour layer mostly removed. The distal portion of the dl was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned assembled but detached from the pump body. The outlet elbow was returned attached to the pump¿s outlet port. The sealed outflow graft was returned severed approximately 2¿ from the outflow graft hardware and was returned detached from the outlet elbow; the distal portion of the graft was not returned. The outflow graft bend relief was returned severed approximately 1¿ from the bend relief hardware and was returned detached from the outflow graft; the distal portion of the bend relief was not returned. Upon disassembly of the pump, a laminated thrombus formation was found adhered around the inlet bearing ball and appeared to partially occlude the blood pathway. A piece of the formation had broken off during disassembly and was present in the distal side of the inlet stator. The deposition appeared to have formed in laminated layers and revealed areas of denaturation, indicating that the thrombus developed in this location over an undetermined amount of time while the pump was supporting the patient. A non-laminated thrombus formation was present on the body of the rotor, in between two of the rotor blades. The thrombus formation was not adhered to the rotor, but areas of the formation were hard and denatured, indicating that it was present while the pump was operating. The thrombus formation was similar in color and structure to the thrombus ring found on the inlet bearing ball and likely originated there. Thrombus formation is complex and multi-factorial in nature and not necessarily related to a single physiological or device-related factor. A correlation between the thrombus formations found in the device and the reported pneumonia, pulmonary hemorrhaging, and multi-organ failure cannot be conclusively determined. Upon removal of the observed deposition, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. The hmii lvas IFU lists bleeding, device thrombosis multiple forms of organ failure, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range, as well as the suggested anticoagulation modifications. This document also outlines indications of pump thrombosis as well as how to respond to such events. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This event was originally reported under MFR#2916596-2022-02062 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 26sep2022 the review of files of this event type was completed. Section h6: health effect - clinical code: multiple organ dysfunction syndrome no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
On (B)(6) 2021, the patient developed pulmonary aspergillosis and was readmitted due to the infection. The patient developed right heart failure due to exacerbation of pneumonia and insufficient blood ejection by the pump which led to multiple organ failure. Prior to death, the patient had pulmonary hemorrhage. Anticoagulant therapy was discontinued, and there was a possibility of thrombosis in the pump.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced a lung infection.